Manufacturer narrative:
(B)(4). Pump was received with a minor scratched lcd window. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify 3 lines going down the lcd screen and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
Information received by medtronic indicated that the screen of insulin pump was scratched. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.